Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed a hi-pot and falloff test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, it was discovered that the cable connecting the distribution node to the rear therapy electrodes was physically damaged. The pulse wire in the cable was cut. The root cause for the cut pulse wire could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.